Event description:
Information was received from a consumer through a manufacturing representative regarding a patient receiving intrathecal therapy. The indication for use was spinal pain. The patient experienced a burning sensation only at the pump site during an MRI unrelated to the pump. The patient felt the sensation only during an MRI. The MRI was discontinued due to the heating. The manufacturing representative believed "they had already gotten all the information they needed for the scan." It was also reported that the pump had alarmed. The onset of the burning sensation was sudden. The patient had since had a successful MRI. The burning sensation and beeping had been resolved.

Event description:
Additional information was received from a manufacturer representative. It was reported that the motor stall recovery was definitely within 2 hours if not within 30 minutes of the motor stall; exact times were not known.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The alarm was due to the pump going into stopped pump mode upon entering magnetic resonance imaging (MRI).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.